Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is not working. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. During the evaluation, device fail in test, pca with burned components and additional failures observed the device has contamination. The customer complaint was reproduced. There was one error has been identified. The device was scrapped.